Event description:
The customer stated that the battery burned a hole in the case.

Manufacturer narrative:
Conclusion - the customer did not return the battery. The device was repaired and returned to the customer. The device is a pt monitor, and the actual device involved was evaluated. Complaint investigation confirmed the customer's report that the subject device has a burn hole on top of the device's case. The customer did not return the battery. The customer reported in a subsequent phone contact that the battery was swollen and difficult to remove. He reported that he had disposed of the battery in recycling. He had not note the battery manufacturer, date or lot code prior to disposal. Therefore, we do not know whether it was an approved welch allyn battery or an after market battery that failed. Factory service noted extensive physical damage to the device. They repaired the device, and then fully tested it to performance specifications prior to its return to the customer.